Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that there were non-sustained ventricular tachycardia episodes recorded due to right ventricular lead noise. The patient did not receive any inappropriate therapy. Intervention was discussed, but none were reported. The patient was in stable condition.